Manufacturer narrative:
Exact event date is unknown; however it was reported that the procedure took place in sometime in (B)(6) 2017. Two additional physician names were given for this case: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplement MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was used for a ureteroscopic rigid procedure on an unknown date. According to the complainant, during the procedure, the pull wire broke. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure were reported to be "normal". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental MDR will be submitted.